Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack would not power a test monitor or charge. Upon evaluation, the battery had last been used for only 12 hours before causing the monitor to abnormally shutdown. The battery voltage was 0v. The cause of the non-functional battery pack is the lack of output voltage. The root cause of the lack of output voltage is defective cells. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.